Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device is expected to be returned for evaluation. Investigation is pending.